Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A DHR (device history review) for the freedom lite meter was reviewed and the DHR showed the freedom lite meter passed all tests prior to release.  A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release.retain testing was performed and all units performed within specification.  If the product is returned, the case will be re-opened and a physical investigation will be performed.this serves as a correctional report as serial number was updated from (B)(4) in the final report.

Event description:
On (B)(6)2019, customer had initially reported receiving an error message on the display of the adc blood glucose meter. On (B)(6)2019, customer's wife called to report that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Caller further reported that the customer was admitted to the hospital where he was treated with dextrose. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, customer had initially reported receiving an error message on the display of the adc blood glucose meter. On (B)(6) 2019, customer's wife called to report that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Caller further reported that the customer was admitted to the hospital where he was treated with dextrose. No further information was provided. There was no report of death or permanent injury associated with this event.